Manufacturer narrative:
Product complaint # :(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, b7, h6 additional information was requested, and the following was obtained: was 1 suture used on the patient? Yes was 1 stratafix symmetric suture used on this patient of an unknown product, with possible product codes of sxpp1a400 and an ip for sxpp1a405? I don¿t remember if it was used sxpp1a400 or sxpp1a405 please provide the product code and lot number of the actual suture used on the patient, if known. No available please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure female, 65 yo, bmi 30 date of index surgical procedure? (B)(6) 2024 the diagnosis and indication for the index surgical procedure? Primary arthritis, hip arthroplasty what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open what instruments were used in this procedure to handle the suture? Needle holder was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes, were two reverse stitches performed across the incision prior to closure? Yes, what tissue dehisced? No what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal fascia onset date/time of dehiscence? (# post op days) 35/40 days how was the dehiscence managed? Medications, please describe any surgical intervention required for the wound dehiscence including date and findings. Wound revision, fascia suture and dair how was it known that the suture absorbed early? Please explain. During the wound revision, the fascia was completely open, due to the breakage of the suture please describe the appearance of the suture during the second procedure. The suture was there but broken. Did the stratafix suture break? Yes, if so, where was the break noted (termination, middle, end)? Many points were there any precipitating patient stress factors for the post-op event? No were any wound cleaning products used prior to closure? If yes, please specify. No did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No what symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? 20 days after surgery, big subcutaneous syeroma, pain. What is the physician? S opinion as to the etiology of or contributing factors to this event? None what is the patient's current status? After revision he is ok, but long recovery is the suture or representative samples available for return? If yes, please provide the return date and tracking information. No.

Event description:
It was reported that a patient underwent a total hip replacement (pta surgery) on an unknown date and a barbed suture was used to close the fascia. Post-op, the patient underwent re-operation after 25 days as the suture absorbed early, causing the incision site to open again. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information: d4 - the actual product code/catalog number associated with this event is not known. The international affiliate reports the following possible product code/catalog number: sxpp1a400. Sxpp1a405p. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was 1 suture used on the patient? Was 1 stratafix symmetric suture used on this patient of an unknown product, with possible product codes of sxpp1a400 and an ip for sxpp1a405? Please provide the product code and lot number of the actual suture used on the patient, if known. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What instruments were used in this procedure to handle the suture? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. How was it known that the suture absorbed early? Please explain. Please describe the appearance of the suture during the second procedure. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Were there any precipitating patient stress factors for the post-op event? Were any wound cleaning products used prior to closure? If yes, please specify. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Is the suture or representative samples available for return? If yes, please provide the return date and tracking information.